Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set bent cannula issue event on (B)(6) 2026. The insertion site was the abdomen and the issue occurred within three hours of insertion. No further information available.